Event description:
Boston scientific crm received information that during a routine clinical follow-up, high thresholds and loss of capture were observed with this right ventricular lead; lead confirmed dislodged. No adverse patient effect reported.

Manufacturer narrative:
The physician elected to reprogram the device and schedule a revision procedure in the future.

Manufacturer narrative:
Subsequently during surgical intervention, the lead was explanted and reportedly replaced with a non-bsc product. The explanted lead not intended to be returned for post market evaluation and no adverse effects were reported.

Event description:
--